Manufacturer narrative:
Additional information received from the local field representative indicated that no additional intervention is planned to reposition the electrode, as the sensing vector looks appropriate. The physician plans to follow the patient in clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this electrode presented in clinic with a report of feeling something under her breast near her device. A chest x-ray was performed and confirmed that the electrode had migrated. There was no indication that it had impacted sensing. Boston scientific technical services (ts) recommended performing a revision procedure to reposition the electrode.